Manufacturer narrative:
H3, h6: investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
It was reported that there was a white screen alarm followed by error code 41100. There was no patient involvement.

Manufacturer narrative:
D9. Date returned to mfg: 30-aug-2024. Investigation summary: the affected device was returned for evaluation. Visual inspection performed. No defects were observed with the pump and 2131 communication module. On (B)(6) 2024 at 10:36:54 pm, an alarm indicating "communication module intermittent connection" was displayed, prompting the pump to be powered down. Upon powering up the pump again, a system fault of 41100 was recorded on (B)(6) 2024 at 7:57:48 am. This fault occurred during the power-up sequence and was identified as linked to a weak communication module based on the events that transpired before. Performed functional check. Upon powering up the pump, no faults were encountered. Nonetheless, a last error code of 41100 appeared both in the device information screen and the event log. The communication module's battery successfully charged as anticipated; however, a connectivity test unveiled a setback - failure to associate with any wireless network. Upon replacing the customer's 2131 communication module with an in-house test 2131 module, the test passed. Notably, a ping within 161 milliseconds confirmed a successful signal transmission to the pump, emphasizing the fault's root cause as lying within the communication module. Analyzing the event history log, the root cause of the issue lies in the depleted module battery. The fault 41100 is linked to the safety signal of the analog-to-digital converter. The module is the cause for both error code 41100 and intermittent communication connections. Charged coin battery on pump and contacted sales representative on purchasing a new communication module. The battery door was installed, and the pump was returned to the loaner pool. Device passed all functional and delivery tests. The service history review identified there was no indication that the complaint was related to a service of the device within the review period.